Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos. There were no issues regarding visual acuity (va) (0.8 for distance), but daily activity is affected especially at night time and patient cannot adapt to diffractive ring. Another monofocal lens was used as the replacement. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
If explanted; give date: exact date not provided. Only provided as (B)(6). Telephone number: (B)(6). Device evaluated: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues of glare and halo vision were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data and additional information: section b3: date of event: should have been indicated as unknown in the initial report. Correct info. Should be section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. Section d6b: explant date new info. Was received on aug.30, 2022, explant date is (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.